Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported failure. To fix the issue the fse replaced the printer (0161-00-0022). The fse then performed a full calibration and tested the unit to factory specifications. The unit passed all tests performed and was returned to the customer and cleared for clinical use.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) printer was not working, it would not print. There was no patient involvement.

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) printer was not working, it would not print. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.